Manufacturer narrative:
An event of "an increase in left pulmonary artery (lpa) velocity and it appeared pulmonary arterty (pa) disk was slightly in pa" of the 5-2mm piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 revision b, the correct size piccolo occluder for the measurements provided was 4-4mm, consistent with the successfully implanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 5/2 amplatzer piccolo occluder to be implanted in a (B)(6) patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.11 mm, pda length of 12.35 mm and diameter at aortic ampulla of 3.7 mm. During the procedure the device was placed intraductal and was detached from the delivery cable. After implant, the physician noted an increase in left pulmonary artery (lpa) velocity and it appeared pulmonary artery (pa) disk was slightly in pa. The physician didn¿t believe the device migrated and believed the device was stable, but that they had under appreciated how proximal the intraductal placement was. The physician snared this first device and then decided to place a 4/4 amplatzer piccolo occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The physician was happy with the position and sizing of the second device. No adverse events occurred with the patient and is currently stable. No additional information was provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.